Event description:
An electrosurgical generator was received new by the user facility. On first use, the unit did not put out any power to the electrode, either unipolar or bipolar. Another unit was substituted and the case was completed. No pt problems. When the unit was tested in user facility's biomedical department, it began to smoke.